Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the caregiver reported a loose connection which is a known cause of this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from a supply bag. The care giver (cg) stated they did not see any holes and that it seemed like the cause of the leak was a loose connection. The home patient was connected at the time of the leak. This occurred during drain 1 of 5 of peritoneal dialysis therapy. The technical service representative assisted the cg in ending therapy and advised to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.